Event description:
The customer stated that she was connected during the manual prime and may have delivered over 40 units of insulin into her body. The customer's blood glucose reading at the time of the phone call was 37 mg/dl. The customer was advised to go to the hospital or call the paramedics for treatment. The customer later called back and stated that she was treated at the hospital for hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.